Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to clear a message on the pump. During troubleshooting with tandem technical support, the message was successfully cleared. Customer's blood glucose level was 96 mg/dl.